Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a 5.5 pump support ongoing for a patient admitted in with acute myocardial infarction / cardiogenic shock. The team first placed a cp but then escalated to the 5.5. The access site of the 5.5 had a bleed that was treated. The team used surgicell, packing, and transfused blood. The pump remained on for support despite the bleeding. The patient eventually expired after care was withdrawn.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25097.